Event description:
It was reported that a patient underwent a hip revision approximately 3 years post implantation due to dislocation. The head and poly cup were removed and replaced with new product. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00811405000 ¿ femoral stem ¿ 64237687 and 00801102020 ¿ cement plugs ¿ 64221887. Report source (B)(6). Customer has indicated that the product will not be returning to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00721.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event is unable to be confirmed due to limited information provided by the customer. Device history record was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.